Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a recurring no delivery alarm during bolus delivery. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. Customer stated that the insulin pump would alarm no delivery even after multiple infusion set and reservoir changes. The customer reported that the infusion set cannula was bent and troubleshooting was performed and completed. Customer stated that the no delivery issue was resolved by an infusion set and reservoir change. Customer had a high blood glucose of 400 mg/dl and troubleshooting was performed and treated. The reservoir is being replaced and is expected to return for analysis.